Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, but two pictures were provided and assessed. The articulation surface and the rim of the liner exhibit what appears to be metal transfer marks otherwise there is nothing else that can be drawn from the photos. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. The patient underwent a left total hip arthroplasty due to osteoarthritis. Subsequently, the patient underwent a revision surgery due to dislocation. During the revision procedure impingement and scar tissue were also noted. Two x-rays from the initial surgery were provided and reviewed, however, they do not enhance the investigation of reported event in this complaint. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left hip arthroplasty. Approximately 2 years later, a revision procedure was performed due to dislocation. During the revision procedure impingement and scar tissue were also noted. The cup, head, and liner were exchanged without any reported complications and no further information is known at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: g7 bonemaster ltd acet shl; item# 010000705; lot# 6813056. Biolox option, head, xl, 36/+7, taper 12/14; item# 00-8777-036-04; lot# 3099768. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.